Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the terminals were blocked in the impaction rings, it was not possible to disassemble the instruments by hand, we had to use a clamp and a hexagonal wrench. There are not signs of cold welding or coagulated blood. The root cause is unknown.

Manufacturer narrative:
On (B)(4) 2017 the r&d project manager performed a visual inspection of the retrieved o-rings and commented as follows: there are no signs of wear or deformation on the instruments, the o-rings which would be coupled with the instruments are lacking. We assembled both impacting rings with the cup implants successfully. The root cause is unknown.

Manufacturer narrative:
This is a bilateral case. Batch reviews performed on 19 april 2017. Lot 1551474: (B)(4) items manufactured and released on 04 september 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Impacting ring size 58, code 01.26.10.0139, lot. 1313363, (B)(4) items manufactured and released on 13 november 2013. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Amis terminal cup impactor multifuncion, code 01.15.10.0162, lot. 1414893, (B)(4) items manufactured and released on 13 february 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Amis terminal cup impactor multifuncion, code 01.15.10.0162, lot. 1651602, lot 1651602: (B)(4) items manufactured and released on 15 june 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Device not yet analyzed.

Event description:
Upon definitive impaction of versafit dm cup, the cup would not disengage from the impaction ring in situ by usual 90 degrees clockwise turn. Cup was size 60, so impaction ring used was size 60. It occured also with size 58 cup impaction: it would not disengage from size 58 impaction ring with size 58 cup. Moreover. Upon definitive versafit dm cup impaction, the small silver adaptor attached to the universal handle and impaction ring was unable to be disengaged from the impaction ring size 60 and also size 58. The surgeon placed the long screw driver into the silver adaptor that was still in situ to remove the impaction ring and silver adaptor. The adaptor and the impaction disc did not separate; however the impaction ring was disengaged from the definitive cup in situ. Therefore, the surgeon could remove the impaction ring and the adaptor (although in one piece), leaving behind the definitive implant cup. The surgery could continue as planned. It was delayed about 1 hour by these events. The instruments will be returned to medacta for further investigation.